Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between the periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neuro condition"), alopecia ("hair loss"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, migraine, headache, tooth disorder, gastrointestinal disorder, nervous system disorder, alopecia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, bladder /urinary. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Previously reported event injury was updated to new events migration, dysmenorrhea, dyspareunia, pelvic pain/chronic, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between the periods), rash, skin condition, psych injury, urinary problem, bladder problems, vaginal discharge, migraine, headache, dental problems, gi , neuro condition, hair loss and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left essure device has migrated laterally into the fallopian tube') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse, abdominal cramps, multiple sclerosis, seasonal allergy, numbness, menses irregular with excessive bleeding, menstruation abnormal, polysubstance abuse, uterine bleeding, pain chest, pimples, pain hunger, urine incontinence, mood swings, irritability, shoulder pain, nabothian cyst, hemorrhagic cyst, corpus luteum cyst, smoker, breast pain, loss of libido, adenomyosis, motor vehicle accident, mood disorder, seizure, dental caries, latex allergy, tobacco abuse, vaginal delivery, recurrent abortion, elective abortion, marijuana use and endometriosis. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between the periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychology injury/depression"), vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), headache ("headache"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neuro condition"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, cystitis, urinary tract infection, anxiety and nausea outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, migraine, headache, tooth disorder, gastrointestinal disorder, nervous system disorder, alopecia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, allergy, bladder / urinary descripensy noted in date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2010: menorrhagia. Specimen site: emb; on (B)(6) 2018: 1. Fallopian tubes and corneal region, bilateral, salpingectomy and resection: essure devices. Para tubal cysts. Focal reactive atypia. Ultrasound pelvis - on (B)(6) 2008: mildly thickened endometrial stripe which may reflect secretory stage of imaging with mild hyperplasia not excluded. Please correlate with cycle (given lmp of (B)(6) 2007. Would mean patient missed a period?). Followup ultrasound is suggested in the first portion of the next menstrual cycle immediately following menses when the stripe is expected to be thin and no corpus luteum expected.; on (B)(6) 2010: normal8mm endometrial stripe. Homogeneous myometrial echo texture, without findings of fibroid disease or adenomyosis. Normal adnexa; on (B)(6) 2018: overall normal structural findings for the gynecologic organs on this pelvic ultrasound. The right essure appears to be in the correct location. The left essure cannot be confirmed to be in the correct location, but does appear to be present to the left side of the uterus (suspected to be within the fallopian tube, but this cannot be confirmed on ultrasound).. Ultrasound scan vagina - on (B)(6) 2008: addendum begins imaging in the secretory stage or with thickened stripe decreases sensitivity for focal lesions as well, which cannot be excluded. The stripe is mildly heterogeneous but this may be technical or due to residual functional zone as the hypoechoic areas are linear in distribution and not seen on all cine clips. A focal lesion would be difficult to entirely exclude. Follow up exam in first pati of cycle recommended as below. Alternatively sonohysterography would allow better delineation/evaluation of the stripe and evaluation for focal lesions; on (B)(6) 2011: no suspicious ovarian masses. Left ovary visualized transabdominally only. 14 mm endometrial stripe common is appearance suggests the second half of the menstrual cycle. Heterogeneous myometrium could reflect adenomyosis. No fibroids evident. Right essure device unchanged in position orientation. The left essure device appears to be more laterally positioned compared to prior study, possibly indicating migration toward the fallopian tube. X-ray gastrointestinal tract - on (B)(6) 2018: 1. The left essure device is located along the left pelvic side wall, concerning for extra-uterine migration. Non-contrast CT of the pelvis is recommended for localization. 2. The right essure device overlies the expected location of the right fallopian tube. 1. The left essure device is located along the left pelvic side wall, concerning for extra-uterine migration. Non-contrast CT of the pelvis is recommended for localization. 2. The right essure device overlies the expected location of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and mr: received new events were added: abnormal bleeding (vaginal), bladder infection, urinary tract infection, anxiety, nausea. Patient history, lab data, event onset date were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left essure device has migrated laterally into the fallopian tube') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital pain, abdominal cramps, multiple sclerosis, seasonal allergy, numbness, menses irregular with excessive bleeding, menstruation abnormal, polysubstance abuse, uterine bleeding, pain chest, pimples, pain hunger, urine incontinence, mood swings, irritability, shoulder pain, nabothian cyst, hemorrhagic cyst, corpus luteum cyst, heavy smoker, breast pain female, loss of libido, adenomyosis, motor vehicle accident, mood disorder, seizure, dental caries, latex allergy, tobacco abuse, multigravida, recurrent abortion, elective abortion, marijuana use and endometriosis. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between the periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psychology injury/depression"), vaginal discharge ("vaginal discharge"), migraine ("migraine/migraines / headaches"), headache ("headache"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neuro condition"), alopecia ("hair loss"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, cystitis, urinary tract infection, anxiety and nausea outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, migraine, headache, tooth disorder, gastrointestinal disorder, nervous system disorder, alopecia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, allergy, bladder / urinary descripensy noted in date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2010: menorrhagia. Specimen site: emb; on (B)(6) 2018: 1. Fallopian tubes and corneal region, bilateral, salpingectomy and resection: essure devices. Para tubal cysts. Focal reactive atypia. Ultrasound pelvis - on (B)(6) 2008: mildly thickened endometrial stripe which may reflect secretory stage of imaging with mild hyperplasia not excluded. Please correlate with cycle (given lmp of (B)(6) 2007. Would mean patient missed a period?). Followup ultrasound is suggested in the first portion of the next menstrual cycle immediately following menses when the stripe is expected to be thin and no corpus luteum expected.; on (B)(6) 2010: normal8mm endometrial stripe. Homogeneous myometrial echo texture, without findings of fibroid disease or adenomyosis. Normal adnexa; on (B)(6) 2018: overall normal structural findings for the gynecologic organs on this pelvic ultrasound. The right essure appears to be in the correct location. The left essure cannot be confirmed to be in the correct location, but does appear to be present to the left side of the uterus (suspected to be within the fallopian tube, but this cannot be confirmed on ultrasound).. Ultrasound scan vagina - on (B)(6) 2008: addendum begins imaging in the secretory stage or with thickened stripe decreases sensitivity for focal lesions as well, which cannot be excluded. The stripe is mildly heterogeneous but this may be technical or due to residual functional zone as the hypoechoic areas are linear in distribution and not seen on all cine clips. A focal lesion would be difficult to entirely exclude. Follow up exam in first pati of cycle recommended as below. Alternatively sonohysterography would allow better delineation/evaluation of the stripe and evaluation for focal lesions; on (B)(6) 2011: no suspicious ovarian masses. Left ovary visualized transabdominally only. 14 mm endometrial stripe common is appearance suggests the second half of the menstrual cycle. Heterogeneous myometrium could reflect adenomyosis. No fibroids evident. Right essure device unchanged in position orientation. The left essure device appears to be more laterally positioned compared to prior study, possibly indicating migration toward the fallopian tube. X-ray gastrointestinal tract - on (B)(6) 2018: 1. The left essure device is located along the left pelvic side wall, concerning for extra-uterine migration. Non-contrast CT of the pelvis is recommended for localization. 2. The right essure device overlies the expected location of the right fallopian tube. 1. The left essure device is located along the left pelvic side wall, concerning for extra-uterine migration. Non-contrast CT of the pelvis is recommended for localization. 2. The right essure device overlies the expected location of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.